Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles in hose/mask. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged to seeing black particles in the hose/mask. There was no report of patient harm or injury. Despite of three attempts 04.04.2022, 04.15.2022, 04.21.2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.